Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was in use on a patient at the time of event.

Manufacturer narrative:
The technician found there was no audio due to corrosion on the system board speaker connector. Corrosion is known to be caused by improper cleaning/disinfection of the mx40/mx4j pmw and/or use of unapproved cleaning and disinfecting agents. At the repair bench the speaker and system board were replaced and the device was updated to the latest manufacturing process, with all testing passing per specifications. The device was returned to the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was in use on a patient. There was no report of patient or user harm.